Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used for biopsy in renal and urinary duct performed on (B)(6), 2015. According to the complainant, at the start of the procedure, there were no noted issues with insertion of the navigator hd access sheath, however during the procedure they inserted the rigid scope into the right ureter for observation, but an unknown guidewire and was unable to cross the lesion. The physician completed the procedure without ureter stenting. Bloody urine was observed. The patient was sent to the ward. Post procedure, hematuria persisted and an emergency procedure was performed to observe renal and ureteral hemorrhage. It was noted that there were two damaged areas on the right ureter. They cut down the damaged area and anastomosis was then performed on the ureter. The patient was stable after the procedure and a contrast study will be performed within the week after surgery. Reportedly, the patient will be discharged from the hospital on (B)(6) 2016. Should additional relevant details become available a supplemental report will be submitted.